Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the cheeks with 1 syringe of juvéderm® ultra xc. The patient experienced ¿bruising¿ four days after injection. A day later, the patient experienced "unusual discoloration like measily." The patient was examined by the injector who believes the reaction may be a "vascular compromise." The "bruise" is under the right eye and the discoloration is "scattered" on the right side. It was further explained that there is what looks like "uneven pigmentation" and the area might be "blanching slightly.¿ the patient self-treated with an unknown type of arnica for 3-4 days but discontinued use because the product was not helping the symptoms. No treatment has been provided by the injector. The patient was concomitantly injected with botox® with no issues with the areas injected. The symptoms are ongoing.